Manufacturer narrative:
A sample was not returned by the customer and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the vitrectomy probe was not cutting with aspiration functional during a posterior vitrectomy procedure. The product was replaced and the procedure was completed without known consequences or impact to the patient. Additional information and product sample have been requested.